Manufacturer narrative:
This report is being submitted as follow up no. 3; as follow up no. 2 is failing when submitted stating there is a duplicate report. A correction is being provided. Follow up no. 1 section h10 was found to inadvertently have not provided the complete investigation findings. Therefore, the information has been provided. From the available photos and videos from the procedure provided by the user facility; a clinical analysis was able to be performed with inputs from terumo's chief medical officer. One of the videos showed that the wire was caught briefly while it was being tracked through the vessel. It was determined that the angioseal vip anchor by itself is not large enough to cause this blockage. The available angiogram images and videos do not reveal exactly where the sheath was inserted or if it was inserted at the bifurcation. If the device was attempted to be deployed at the femoral bifurcation (bifurcation of the superficial femoral and profunda femoris artery). Deployment of the device at or distal to the bifurcation referenced above may result in 1) the anchor catching on the bifurcation or being positioned incorrectly, and/or 2) collagen deposition into the vessel. These events may reduce blood flow through the vessel leading to symptoms of distal arterial insufficiency. Upon clinical review, it was stipulated that the likely reason for this obstruction would be anchor and collagen deposited in the vessel or plaque dislodgement.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. IFU states: "note: over insertion of the arteriotomy locator/insertion sheath assembly into the artery, beyond 2 cm, may increase the chance of premature anchor hook up or interfere with the anchor's performance to achieve hemostasis." The instructions for use also speak to the need to "monitor the patient (for at least 24 hours) for signs of vascular occlusion." For collagen deposition into the artery or thrombosis at puncture site - "if this condition is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this event may include thrombolysis, percutaneous thrombectomy, or surgical intervention." The complaint can be confirmed. Based on the available information for this event, the exact root cause of the reported event cannot be determined. The DHR determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide a correction. Follow up no. 1 section h10 was found to inadvertently have not provided the complete investigation findings. Therefore, the information has been provided. From the available photos and videos from the procedure provided by the user facility; a clinical analysis was able to be performed with inputs from terumo's chief medical officer. One of the videos showed that the wire was caught briefly while it was being tracked through the vessel. It was determined that the angioseal vip anchor by itself is not large enough to cause this blockage. The available angiogram images and videos do not reveal exactly where the sheath was inserted or if it was inserted at the bifurcation. If the device was attempted to be deployed at the femoral bifurcation (bifurcation of the superficial femoral and profunda femoris artery). Deployment of the device at or distal to the bifurcation referenced above may result in 1) the anchor catching on the bifurcation or being positioned incorrectly, and/or 2) collagen deposition into the vessel. These events may reduce blood flow through the vessel leading to symptoms of distal arterial insufficiency. Upon clinical review, it was stipulated that the likely reason for this obstruction would be anchor and collagen deposited in the vessel or plaque dislodgement.

Manufacturer narrative:
Explanted date - device not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, investigation conclusions code 11 has been referenced. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that a bilateral 7f femoral approach was performed. Both closures were with an angio-seal 8fr and the one that had problems, was the left one. There was a little resistance when advancing the angio-seal, they corroborated with angiography that there was no kinking or anything else. They advanced up to the pulsatile bleeding, corroborated backwards and advanced again, and then they released it. The patient began to claudicate the next day and ultrasound showed stenosis in the left puncture site after follow-up, a peripheral stent had to be implanted in the common femoral artery and the patient regained flow. The patient was reported to be fine. Additional information was received on 01jun2021. The procedure performed for the patient prior to use of the angio-seal device was an angioplasty for both common iliac arteries with intravascular lithotripsy (shockwave m5 7 x 60mm) and latter simultaneous deployment of self-expandable stents (ev3 everflex 8 x 60mm) from bilateral femoral access with final kissing balloon. Both accesses were performed under echo-guidance confirming anterior wall puncture in a disease-free zone. A 7fr sheath was used in the left common femoral artery and 8fr sheath for the right femoral artery; both were closed with an angio-seal 8fr. There was some resistance felt during the advancement of the angio-seal and was checked with fluoroscopy with no kinking of the wire or other abnormality. A pre deployment angiogram was performed. The angio-seal actually achieved hemostasis of the puncture site with no acute signs of limb ischemia, allowing hospital discharge within the day. The patient developed progressive claudication immediately after the procedure with severe obstruction of the puncture site assessed by doppler. These findings were confirmed with subsequent angiography performed thirteen days after index procedure. Hemostasis was achieved with the angio-seal. The patient did not have tortuous anatomy present. The puncture site was above femoral artery bifurcation. Focal sub occlusive stenosis was found at angio-seal deployment site in angiography performed due to progressive claudication with no signs of dissection. The stenosis was treated with balloon dilatation first and had to be stented because of residual stenosis with significant translesional gradient. They believed the stenosis developed at the puncture site could be related to the angio-seal used.